Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was clipping on a vessel along the gastric pouch by the angle of hiss; 6-8 clips into clipping, the device started spitting clips out. It is unknown if any clips were left in the patient. There was approximately 20ml of blood loss that was controlled with another device and completed the case. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaws, dropping or ejected clip, broken; bent; damaged floor the analysis found that the er320 device was received with the floor bent. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.